Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device was explanted due to normal battery depletion. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.